Event description:
During a routine follow-up, it was noted that the ICD battery voltage had dropped to 2.55 volts in less than five months.

Manufacturer narrative:
H.3 evaluation summary. The device functioned properly throughtout all of its testing after its return. There were no visible anomalies found on the device. The cause of the battery depletion is believed to be caused by high current drain from the device. It is thought that the high current was caused by a hybrid circuit.